Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and will not be returned to baxter for evaluation. Therefore, the reported condition of "backflow" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
It was reported to baxter (B)(4) that one (1) infusor sv 2 device was observed backflowing at the fill port cap during filling. This could lead to a breach in the sterile fluid pathway. The device was being filled with 5-fluorouracil. There was no patient involvement. This is report 2 of 2 with the same reported problem from this facility.